Event description:
A customer called beckman coulter regarding 3 discrepant urine test results. Three patients were tested at the doctor's office with the icon 25 hcg test kit and the results were all negative (-). A serum sample was collected from each patient for hcg quantitative testing. Patient a had a serum quantitative result of >45,000 mlu/ml. The customer did not provide the serum quantitative test result for patient b and c. There has been no change to patient treatment that can be attributed to this event.